Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated they treated with 40 units of insulin the previous night and in the morning had a blood glucose level of over 400 mg/dl. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 54 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. Cracked case at display window corner and cracked reservoir tube lip noted.